Event description:
It was reported the patient presented to the clinic for a routine follow up. Upon interrogation, the patient's lead exhibited oversensing of myopotentials. All electrical values were tested and found to be in normal range. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).